Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event on (B)(6) 2015 have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten.

Event description:
On (B)(6) 2015, the reporter alleged the following: the patient had an elevated blood glucose (bg) , 300 mg/dl, with symptoms of dehydration, polydipsia, and fruity breath odor, and had passed out. Patient states that their blood pressure (bp) had also been elevated and is not sure if passing out was from high bg level or from taking too much bp medications as they took an extra blood pressure pill. Patient was unable to troubleshoot pump, and continues pump use. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.